Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of having high blood glucose and requested assistance with insulin pump settings. Customer reported that his educator left his company prior to finishing setting adjustments. Customer reported of having high blood glucose of 400 mg/dl and low blood glucose between 30 mg/dl and 40 mg/dl due to being a brittle diabetic. Information was sent to territory manager for assistance with customer's settings adjustment.